Manufacturer narrative:
Previous investigations have been performed as this off-label use by this facility has been reported previously.

Event description:
A crack was discovered after approximately 30-days of use. Clinician confirmed the sutures were placed around gold suture ring. Cannula was used off label and placed via subclavian approach.